Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned instrument showed that the balloon is not well folded and shows clear signs of inflation. Calculations revealed that the remaining lumen diameter in the target lesion was significantly smaller than the folded balloon profile. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device subject to this complaint, no material or manufacturing related root cause could be determined. The final root cause is most likely related to patient anatomy.

Event description:
A pantera leo was chosen to treat a severly calcified lesion (93% stenosis degree) in a mid lad. Despite repeated attempts the device could not cross the lesion.